Event description:
Per the repair center: alleged low o2/yellow light and key failure was the power switch having short circuit. Additional malfunctions are the inlet filter is dirty and the zip tie and hose clamp were replaced.